Event description:
A (B)(6), woman, was scheduled for revision of a right thumb surgery and had an stimcath 19ga. (B)(4) arrow reading, pa-placed for postoperative pain management. A continuous interscalene nerve block was performed using a stimulating catheter -19-gauge, 60-cm stimcath- and ultrasound guidance -sonosite micromax- using an out-of-plane approach. The catheter was advanced easily during continous stimulation to a depth of 6 cm beyond the tip of the needle. The catheter was not tunneled subcutaneously and was secured with steri-strips skin closures. The pt's husband attempted to remove the catheter once the local anesthetic reservoir was empty, 68 hours after catheter insertion. The pt reported severe "shooting" pain radiating down the arm when gentle traction was applied. After a second attempted removal, the outer catheter separated from the inner wire. The pt insisted that her husband cut the catheter, and they later presented to the emergency department for catheter removal. The catheter was prepared with betadine and the area was draped in an sterile fashion. Lidocaine 1.5% was used for local anesthesia. A 16-gauge, 1.77-inch catheter -bd insyte autoguard- was then guided over the extruding wire until the hub of the catheter contacted the skin during catheter insertion, slight tension was applied to the wire to prevent bending. The catheter and wire were then grasped with a hemostat 1 cm proximal to the skin entry point and withdrawn during application of gentle traction. Mild transient paresthesia and pain were reported by the pt, and the procedure was aborted. Then, the intravenous catheter was replaced by the longer -12 cm- dilator catheter obtained from a central venous catheterization kit -arrow-. The dilator catheter was advanced over the wire, and the catheter and wire were removed as a single unit by applying traction with the hemostat. The pt reported no pain or paresthesia during catheter/wire removal. This is the 5th event in which we have had the arrow stimcath separate and the wire being exposed and coil unraveling resulting in difficulty removing the catheter.